Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 31-80 mg/dl. Bg cause was not known. However, the customer suspects that not consuming the amount of carbohydrates they intended to eat attributed to the cause. Customer consumed glucose tablets to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.